Manufacturer narrative:
The complaint investigation for falsely elevated architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Customer field data was used to assess the performance of the architect total -hcg assay using worldwide data. Review shows that the median patient result for lot 45625ud03 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 45625ud03. In-house accuracy testing was completed using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The device history record review for lot 45625ud03 did not identify any non-conformances or deviations. Based on the investigation, no systemic issue or deficiency with the architect total ss-hcg assay for lot 45625ud03 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The patient was negative on other platforms. The following data was provided: (B)(6) 2023 results: abbott result = 58.8 miu/ml positive. Roche result = <0.6 miu/ml negative. Beckman result = 0.17 miu/ml negative. The customer performed dilution and peg testing on the sample using the architect. Dilution test was acceptable with the initial undiluted result from the architect. After peg precipitation the result was negative. No impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The patient was negative on other platforms. The following data was provided: (B)(6) 2023 results: abbott result = 58.8 miu/ml positive roche result = <0.6 miu/ml negative beckman result = 0.17 miu/ml negative the customer performed dilution and peg testing on the sample using the architect. Dilution test was acceptable with the initial undiluted result from the architect. After peg precipitation the result was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.